Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. .

Event description:
It was reported that before use of the bd vacutainer® k3e 3.6mg plus blood collection tubes the label was torn. The following information was provided by the initial reporter, translated from (B)(6) to english: the label was torn.